Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+, and prolapsed posterior leaflet. A transseptal puncture (tsp) was performed, but resulting with severe aorta hugging, and limited height. A mitraclip xtw was prepared per the instructions for use (IFU), was inserted and grasping was performed. However, difficulties positioning the clip occurred, and the leaflets were unable to be grasped. A decision was made to remove the clip. However, while withdrawing the clip, one of the clip arms became trapped at the entrance of the steerable guide catheter (sgc). To disengage the clip from the sgc, an attempt to advance the clip was made, causing the clip to become damaged. The clip was ultimately removed from the patient. One clip was then inserted and deployed on the mitral valve, reducing mr to trace. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated and a cause for the reported difficult to remove from the cds from the sgc cannot be determined. Surgical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a